Event description:
Procedure type: lap chole. According to the reporter: during use, the device could not penetrate membranes of the abdomen. When the device was pulled out, it was found the fin in on the tip of the device was bent, and blue shield part was broken. The broken piece was not retrieved, dr. Assumed they remained within the pt. The pt is over-weight. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 09/29/2009.